Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer had concerns with qc results for elecsys tsh assay (tsh) on the cobas 8000 e 602 module. Due to the qc results, the customer repeated patient samples from that day. Based on the data provided for 35 patient samples, the results for 20 patient samples were discrepant when tested for tsh, elecsys ferritin (ferritin), elecsys ft3 iii (ft3 iii) and folate. It is not known if all of the erroneous results were reported outside of the laboratory. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The tsh reagent lot number was 354268. The expiration date was not provided. The ferritin reagent lot number was 296701. The expiration date was not provided. The folate reagent lot number was 332978. The expiration date was not provided. The ft3 iii reagent lot number was 341685. The expiration date was not provided. The field service engineer (fse) visited the customer site where they were unable to determine the cause of the event. Instrument performance test data from (B)(6) 2018 was within specification. Precision data was within the expected ranges. The customer has not provided sufficient information to determine a root cause. Based on the data that was provided, the investigation did not identify a product problem. The cause of the event could not be determined.